Event description:
Alleged per customer/patient: on (B)(6) 2009 - the patient underwent ventral hernia repair with composix mesh. Post-operatively, the patient developed abscess that required drainage. The wound dehisced. The patient reported culture reports indicated (B)(6). On (B)(6) 2011 - the patient underwent surgery to explant the composix mesh and non specified biologic graft was used to repair ventral hernia.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient reports having developed a post-operative infection. The patient refers to a culture report indicating (B)(6) after the implant. However, that report has not been made available, nor have any other medical records. While there is no evidence that the mesh was the source, infection is listed as a potential adverse reaction in the product's instructions for use. Additionally, the mesh was not removed until two years after the mesh was implanted. No sample has been returned; therefore, no device evaluation could be performed. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the reported event. We have contacted the initial reporter to obtain additional information and have the device returned for evaluation. If additional information is received, a followup MDR will be submitted.